Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "vitrectomy probe was sticking in the trocar" (sticking). The nurse reported the vitrectomy probe was sticking in the trocar. The nurse stated the pak was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The nurse will send in the sample for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).